Manufacturer narrative:
The other relevant components include: product ID 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter.

Event description:
Information was received from a foreign healthcare provider (hcp) via a clinical study regarding a patient who was receiving morphine sulphate 5.0 mg/ml at 0.4497 mg/day via an implantable pump. It was reported there was a catheter tip granuloma. The patient attended a refill clinic on (B)(6) 2016 and reported numbness and weakness in their right leg. The patient could tiptoe and heel walk on both legs. Their reflexes were checked; all were present and equal. On (B)(6) 2016, the patient reported that the symptoms persisted as well as left side of back pain. On (B)(6) 2016 an MRI with contrast was performed. The scan was reviewed by a consultant, showing a small 1 mm low signal lesion consisting with a small granuloma over the catheter tip posterior to the cord. It was likely related to morphine delivery. The patient was listed for catheter modification. On (B)(6) 2016, the tip of the intrathecal catheter was pulled down to t12 through a small lumbar incision. There was in-patient hospitalization. The event resolved without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the clinical site via a product surveillance registry (psr) update indicated the old catheter was removed and a new one was implanted on (B)(6) 2017. The surgical observation on (B)(6) 2017 noted a moderate pseudomeningocele and csf leak around the spinal section of catheter. On (B)(6) 2017, the patient was reviewed on the ward and the wounds appeared to be fine. There was no sign of csf leakage. The patient was to be reviewed on (B)(6) 2017 in the clinic. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that at a clinical review on (B)(6)2016, post repositioning of the catheter, it was discovered the patient had developed a minor cerebrospinal fluid (csf) hygroma around the lumbar site, about 2 cm in size. The patient was going on holiday, so antibiotics (flucloxacillin 500 mg qds) were prescribed in case infection developed. The clinical diagnosis was csf hygroma. At a clinical review on (B)(6)2016 it was discovered that the hygroma was the size of a lemon. An x-ray was taken, which showed nothing abnormal (the catheter was unchanged from implantation). A decision was taken to manage the event conservatively at that point. The event outcome was not provided. The relationship of the event to the device/therapy/implant procedure was not provided. No complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. At an examination on (B)(6) 2016, no change in the size or appearance of the hygroma was observed. No further action was taken. At an examination on (B)(6) 2017, no change in the size or appearance of the hygroma was observed. There were no signs of infection, and no action was taken. At an examination on (B)(6) 2017, a decision was made to excise the hygroma sac. The hygroma was excised in theatre on (B)(6) 2017. A post-op review was performed on (B)(6) 2017. The patient showed development of a fairly large meningocele (larger than the pre-op hygroma). The patient was to be reviewed in ongoing clinic appointments on (B)(6) 2017. A decision was made to return the patient to theatre to reduce swelling, excise the mass, stem the leak, and replace the catheter. The procedure would be performed on (B)(6) 2017. On (B)(6) 2017, an MRI without contrast was performed. The pre-op scan revealed evidence of a persistent subcutaneous csf hygroma left of midline at l2, l3, and l4. The event was not related to the device or therapy, but was related to the implant procedure. The event was ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-aug-31, additional information was received from a foreign healthcare professional (hcp) via a product surveillance registry (psr) update. Additional information reported the event outcome was updated to resolved without sequelae on "(B)(6) 2016". Follow-up is being performed to confirm this date. On 2017-aug-31, additional information was received from a foreign healthcare professional (hcp) via a product surveillance registry (psr) update. It was reported the actions taken to manage the patient's csf hygroma was the prescription of flucloxacillin (500 mg qds) in case an infection was developed while abroad on holiday ((B)(6) 2016) and the hygroma was excised in theater ((B)(6) 2017). The outcome was reported as ongoing as of (B)(6) 2017).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-dec-19, additional information was received from a foreign healthcare professional (hcp) via a product surveillance registry (psr) update. It reported the on (B)(6) 2017, an examination occurred/reviewed in clinic and a pump refill was performed. It was noted that clear fluid leakage in pump pocket so arrangements were made for a pump myelogram to assess for further leakage of csf. On (B)(6) 2017, examination via computerized tomography (CT) scan without contrast results in the scan showed tiny collection of spinal fluid. They would await a neurosurgical opinion on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a manufacturer's representative. It was unknown if the catheter would be returned. The status of the pump was indicated to be implanted - remained in service. There were no known environmental/external/patient factors that may have led or contributed to the issue, although it was previously reported via the study that the event was not related to the device/therapy, but was related to the implant procedure. It was unknown if the issue was considered resolved. The patient medical history indicated neuropathic injury to tissue of nervous system. The primary diagnosis was back and leg pain (2008). The patient was taking non-intrathecal movement disorder and/or pain prescription medications (gabapentin and paracetamol). The catheter was replaced by an 8781.

Manufacturer narrative:
Details pertaining to the pump replacement are reported under manufacturer report #3004209178-2017-08766. In addition, information reported related to the catheter replacement on (B)(6) 2017 is reported under manufacturer report #3004209178-2017-26678. Concomitant medical products: product ID: 8781, lot# 0206843484, implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: catheter. Other relevant devices are: product ID: 8781, serial/lot #: 0206843484, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.